Event description:
It was reported that during a procedure on (B)(6) 2022, a 2.0 drill bit broke while drilling. The tip was retrieved. Procedure was completed successfully with no delay. Patient outcome was stable. This report is for a 2.0mm drill bit/qc/125mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional pro codes: gff, gfa, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.